Event description:
It was reported that the patient was in the emergency room with an opiate overdose. It was unclear whether the overdose was related to the pump therapy or the patient's oral medications. It was noted that the patient could not be communicated with. Contact with the patient's pump physician had been attempted, though had yet to succeed at the time of report. The drug used in this system was dilaudid. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).